Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00599601501 femoral component option size e lot# 60212921; 00598603702 stemmed nonaugmentable tibial component option size 4 lot# unk; 00110100800 copolymer single kit 80gm lot# unk.

Event description:
It was reported the patient presented to the hcp with knee pain. Approximately one week later the patient was revised for a fracture of the articular surface. Original implants placed about 19 years previous. The articular surface was revised without complication.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows signs of wear (gouged, pits, discoloration, micromotion) and the post feature fractured. Per fracture analysis the post fracture was potentially caused by overloading, possibly exacerbated by impingement damage from the femoral component. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. This complaint has been confirmed by the returned device being fractured. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.